Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). The following sections have been updated: h3: device evaluated by manufacturer: change ¿no' to 'yes'. One impl tapered scr-v sbm 3.7mm 3.5mm 10mm (tsvb10) was returned for investigation . Visual evaluation of the as returned product identified the implant fractured at the collar. Additionally, a portion of a fractured screw was identified inside the implant drive feature. Bone debris on external threads. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. A pre-existing condition noted on the per was moderate bone density (type ii), plus bruxism. The reported device was located on tooth 46 (fdi) and was used for approximately 8 months. The customer did not provide any pictures or x-rays. Review of appropriate documentation: documents reviewed: instructions for use ¿ prosthetics for zimmer dental implant systems ¿ ifu4894 rev 6 ¿ 08/19 & instructions for use - tapered screw-vent and trabecular metal implants, ifu4869 rev 9-10/19. Information identified: contraindications & precautions. Per the applicable IFU, patient factors such as severe bruxism, clenching, and overloading, may cause component fracture. DHR review: DHR review for the lot (1226219) had revealed no deviations nor non-conformances which could have caused or contributed to the reported events. All products were conforming at the time they left zimmer biomet. Lot was inspected and passed all acceptance criteria by qa. Complaint history review: complaint history review was performed for the reported lot number (1226219) for similar events (complaint category keywords: functional: fracture implant & screw) and no other complaint was identified. Post market trending review: january post market trending was reviewed and there were no actionable events or corrective actions for the reported events (fracture implant & screw) or product (tsvb10 ). No actionable items have been triggered that will affect complaint handling on our end for this month. Based on the available information, device malfunction did occur and the reported event was confirmed.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). Age and date of birth unknown / not provided. PMA/510(k) number k011028 & k013227.

Event description:
Doctor reported fracture of the implant collar and has been removed.